Event description:
It was reported that high lead impedance was found in clinic for the patient. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Lead analysis was completed. The lead was returned due to lead fracture. Abraded openings were noted on the outer and the inner silicone tubing. Lead fracture allegations were verified. A break was identified in the positive and negative lead coils. Scanning electron microscopy (sem) images show that a stress-induced fracture has occurred in at least one strand of the positive quadfilar coil and at least two strands of the negative quadfilar coil. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Information was received that the patient&#39;s lead was replaced due to high impedance. It was noted that the test resistor was checked with the generator and normal diagnostic results were received. Pin re-insertion was done and did not resolve the high impedance.the lead has been received into analysis however analysis has not been completed to date.

Manufacturer narrative:
Adverse event problem, medical device code; corrected data: code a040502 was inadvertently not included in supplemental MDR #2.